Manufacturer narrative:
Load cell and scale control board.

Event description:
It was reported by service report that the scale was not weighing correctly. There was pt involvement; however, no adverse consequences were reported.